Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the attempted suicide etiology was a pre-existing condition worsening or exacerbation and is not considered device, therapy, or procedure related. The patient complained of chest pain and dizziness and reported taking multiple medications with intent to harm themselves. EKG, chest x-ray and blood work were unremarkable. The urine drug screen was positive for benzodiazepines, tetrahydrocannabinol, and opiates. The event was considered ongoing.

Event description:
Review of this MDR and/or additional information received shows the event was not related to the patient's device, therapy, or implant procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Event description:
It was reported that the patient was seen at the hospital on (B)(6) 2015 for a suicide attempt in which she had taken multiple medications to overdose. The patient was evaluated and seen by a social worker. The patient was discharged home to be followed by psychiatric care. The patient was not admitted. Medical evidence had not substantiated the patient¿s overdose.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-28, lot# v644605 implanted: (B)(6) 2011, product type lead. (B)(4).